Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the products have heavy signs of wear and tear. One of the upper lids has several damages and is deformed, and no longer holds on to the lid. The rivets at the lids are loose and crooked. There are indications of leverage forces recognizable on the upper side of the lids. The retention plate was correctly installed and reconstruction of the loosening of the retention plate is not possible. Based on the information available, as well as the result of the investigation, the root cause of the failure is likely user related. Based on the indications present on the outer side of the lid, a leverage force has been placed on the rivets. Several reasons are possible, for example: improper handling while stacking the lids together, so that other lids are hit on the rivet, bending the rivets and resulting in them becoming loose. Incorrect removal of the retention plate. The plates should be removed by pressing the two buttons on the side of the retention plate at the same time. Without pressing these buttons, a removal of the plate is only possible under high forces. Corrective / preventive action: not applicable.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Filter holder of sterile container fell; the central rivet is twisted. Reported that the product is less than 1 month old and has been used 9 times. Additional components in use: jk442 / bottom for 1/1 container height, jk479a / upper lid f.1/1 basic cont.alu silver, jk440 / bottom for 1/1 container height:90mm, jk100 / filter retention plate.